Event description:
Additional information was received that the lead was replaced to resolve the event.

Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) channel. Provocative testing was performed and noise was reproduced. The device was reprogrammed until a lead replacement procedure can be performed. The patient was stable and will continue to be monitored. Additional information was requested but is not yet available.